Event description:
It was reported online by the patient's neighbor that an omnipod patient has uncontrollable type 1 diabetes, lost his insurance, and has no medication. He uses omnipod because he can't self-inject and has no help. After a 5-week hospital stay and lower right leg amputation, he was sent home without medicine or support. The patient's name was not provided. Three due diligence attempts were made to obtain patient name without success. If new information becomes available, we will supplement the report.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.